Event description:
It was reported during the implant attempt that there were difficulties repositioning the patient's right atrial (ra) lead. The lead remained fixed in position even with multiple attempts to extend and retract the helix. The lead was extracted and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and no anomalies were found.